Event description:
It was reported that cadd legacy pump, double beep no cassette, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Downstream occlusion sensor have been damaged the nub caused double deep. Downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.